Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a separation at 51cm from the strain relief. The ends of the separation were oval, as if kinked prior to separation. Microscopic inspection found the balloon intact and free of damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was selected for dilation. However, the device was broken. No patient complications were reported.